Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device did not transmit arterial blood pressure to the central office during monitoring of the patient. It was reported the arterial blood pressure only triggered a yellow alert, not a red one alert, and the patient passed away. Users do not respond to yellow alarms related to arterial blood pressure. Per the customer report, medical technicians had already determined that there was a yellow alarm for arterial pressure and that red alarm limits on the monitor were not configured. The cause of death was related to multiple underlying conditions such as heart failure, kidney failure, cerebral failure, pneumonia, carotid stenosis, and diabetes.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and checked the monitor configuration. The fse confirmed that the outer alarm limits for red alarm were not activated. The user requested a configuration change, so the fse changed the configuration per the customer request. The devices are fully functional, and the system meets the manufacturer's specifications in the tests. Based on the results of the analysis, the cause of the reported problem was the configuration. The issue was resolved by changing the configuration of the monitor after consultation with the users. The fse activated the outer alarms limits for invasive blood pressure. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).